Event description:
It is reported that the patient is scheduled to be revised due to potential fracture of the patellar implant, pain, popping, clicking and locking of the knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated through photographic inspection and the reported event was confirmed through physical and radiographic evaluation. The photographs provided confirmed that three of the patella pegs were fractured and the remaining two were intact. Additionally, there was evidence of bone growth on the device. Review of the initial operative notes did not identify any complications. Review of the revision operative notes identified that there was clear evidence of a loose patella with one loose peg and one broken peg. The other patella peg remained intact. No additional complications were identified. The device history records were reviewed and no deviations relevant to the reported event were identified. The root cause of the patella peg fracture was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately three (3) years post-operatively due to pain, clicking, popping, locking of the knee and patellar prosthesis fracture. During the revision, the patellar button was found to have one broken post and one loose post. The patella, bearing and locking bar were removed, however, the bearing exhibited no signs of wear. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was returned and visual examination of the product identified that the product exhibited signs of usage and one peg of the patella had fractured. The root cause remains unchanged at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item name: regenerex primary tibial tray 71mm, item number: 141273, lot number: 052790; item name: vanguard e1 tibial bearing, item number: ep-183542, lot number: 207890; item name: vanguard cr porous femoral rt 62.5, item number: 183046, lot number: 168470; item name: maxim finned primary stem, item number: 141314, lot number: 539870. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05380/05381/05382/05374/05377/05375/05376/05378/05379/05373. (B)(6).

Event description:
It was reported that a bi-lateral patient who underwent a total knee arthroplasty is experiencing pain. Attempts have been made and additional information on the reported event is unavailable at this time. No revision has been reported to date.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is also experiencing popping, clicking and locking of both knees.